Manufacturer narrative:
Qn#(B)(4). The customer returned two dilators for evaluation. One dilator was damaged and the other was not. Additional information was requested from the customer and it was found that the undamaged one was used to finish the procedure. Visual inspection of the damaged dilator revealed that it had a deformed tip. Microscopic examination confirmed the damaged tip. The length of the damaged dilator body measured 4.00" which is not within specifications of 5.25-5.75" per dilator graphic. The outer diameter of the dilator body measured 2.873mm or 0.113" which is not within specifications of 0.156-0.160" per dilator graphic. It was concluded that the customer returned a dilator that did not belong to this hemodialysis kit. The extra dilator returned, was also not within specifications of a dilator from this hemodialysis kit. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. It also states, "use dilator to enlarge site as required." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was compressed and folded outward, which is damage consistent with undue force being applied to the dilator tip during an attempted insertion. However, based on dimensional inspection the customer returned a dilator that did not match the dilator in the reported hemodialysis kit. Based on the discrepancy, the root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the dilator is kinked on the tip. No patient injury reported. No intervention reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the dilator is kinked on the tip. No patient injury reported. No intervention reported.